Manufacturer narrative:
On (B)(6) 2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the medical team identified a white fiber upon removing the device from the packaging. It looked like it was embedded around the shaft of the sheath. The device was not used. Another sheath was used for the procedure and no patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed a white fiber attached to the shaft of the device. A fourier-transform infrared spectroscopy (ft-ir) analysis of the foreign material was requested and reveals that is principally composed of low-density polyethylene (pe) with a second material presumably a siloxane base material. For this reason, a manufacturing investigation was requested, and the results determined that this issue is not related to the manufacturing process since evidence of good manufacturing practices were found. Device history record was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. Since a foreign material was found during the investigation, the customer complaint was confirmed; however, this issue was not related to the manufacturing process. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the medical team identified a white fiber upon removing the device from the packaging. It looked like it was embedded around the shaft of the sheath. The device was not used. Another sheath was used for the procedure and no patient consequences were reported.